Event description:
It was reported that the as lvp 20d 3ss 0.2m cv experienced component separation. The following information was provided by the initial reporter: tubing came apart by filter.

Manufacturer narrative:
The following fields were updated due to corrected information: d.9. Device available for eval?: no. D.9. Returned to manufacturer on: na. H.6. Investigation: no sample or photo was received for the reported defect. The customer complaint that the tubing came apart by the filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. Due to no sample received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d 3ss 0.2m cv experienced component separation. The following information was provided by the initial reporter: tubing came apart by filter.